Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer model #: 8840; application software card model#: 8870.

Event description:
When doing a pump adjustment on (B)(6) 2011, it was found that the patient was programmed with a higher rate of drug delivery. It was discovered that the pump had been programmed incorrectly at a previous programming session. The patient had been receiving a flex-dosing pattern with a basal rate of approximately 4 milligrams per hour which made it approximately 96 milligrams per day. The pump had run that way for approximately one day and had an empty reservoir at the time of discovery. The pump was appropriately programmed to the desired rate and the pump was refilled. The patient showed no signs of problem. There were no sequelae. The patient "was recovering as would be expected". The device system was used to deliver infumorph.